Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's maximum bolus is 25 units and her body is not able to take that amount without it leaking from her body. Her blood glucose was not reported. The product is not being returned. Nothing further to report.